Manufacturer narrative:
The device remained implanted.

Event description:
The procedure was a y-configuration stenting technique where two stents were implanted across the anterior communicating artery. It was reported that the patient had persistent ischemia with dysarthria symptoms, and one week post procedure, the patient suffered a right cortical hematoma associated with a small hemorrhagic stroke. The patient had a dramatic bleeding related to plavix medication (dosage unknown), and subsequently, the patient developed a mass effect of the brain and died. The patient¿s date of death is unknown. No further information was provided.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death, hemorrhage, hematoma and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The procedure was a y-configuration stenting technique where two stents were implanted across the anterior communicating artery. It was reported that the patient had persistent ischemia with dysarthria symptoms, and one week post procedure, the patient suffered a right cortical hematoma associated with a small hemorrhagic stroke. The patient had a dramatic bleeding related to plavix medication (dosage unknown), and subsequently, the patient developed a mass effect of the brain and died. The patient¿s date of death is unknown. No further information was provided.